Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a machine with an ultrafiltration (uf) removal low issue during a patient's hemodialysis (hd) treatment. The fst stated that during the patient's treatment, it was found the uf removal was low. The fst confirmed the patient completed treatment successfully and the correct amount of fluid was removed. The fst confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s pre and post treatment weights were as expected. The fst replaced valve 28 and re-calibrated the uf pump to resolve the uf removal low issue. The fst performed a uf problem identification checklist and the machine passed all tests. Following machine testing, the fst performed functional checks and confirmed the machine was operating properly. The fst confirmed that the machine is back in service without reoccurrence of the reported issue. No parts are available for return to the manufacturer for physical evaluation. Additional patient and treatment information was requested, however, not provided.

Manufacturer narrative:
Correction: h6 type of investigation, h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed and the investigation into the cause of the reported problem was traced to component failure.

Event description:
A fresenius field service technician (fst) was called onsite to repair a machine with an ultrafiltration (uf) removal low issue during a patient's hemodialysis (hd) treatment. The fst stated that during the patient's treatment, it was found the uf removal was low. The fst confirmed the patient completed treatment successfully and the correct amount of fluid was removed. The fst confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s pre and post treatment weights were as expected. The fst replaced valve 28 and re-calibrated the uf pump to resolve the uf removal low issue. The fst performed a uf problem identification checklist and the machine passed all tests. Following machine testing, the fst performed functional checks and confirmed the machine was operating properly. The fst confirmed that the machine is back in service without reoccurrence of the reported issue. No parts are available for return to the manufacturer for physical evaluation. Additional patient and treatment information was requested, however, not provided.

Manufacturer narrative:
Correction: h6 investigation findings, h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed and the investigation into the cause of the reported problem was traced to component failure.

Event description:
A fresenius field service technician (fst) was called onsite to repair a machine with an ultrafiltration (uf) removal low issue during a patient's hemodialysis (hd) treatment. The fst stated that during the patient's treatment, it was found the uf removal was low. The fst confirmed the patient completed treatment successfully and the correct amount of fluid was removed. The fst confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s pre and post treatment weights were as expected. The fst replaced valve 28 and re-calibrated the uf pump to resolve the uf removal low issue. The fst performed a uf problem identification checklist and the machine passed all tests. Following machine testing, the fst performed functional checks and confirmed the machine was operating properly. The fst confirmed that the machine is back in service without reoccurrence of the reported issue. No parts are available for return to the manufacturer for physical evaluation. Additional patient and treatment information was requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A fresenius field service technician (fst) was called onsite to repair a machine with an ultrafiltration (uf) removal low issue during a patient's hemodialysis (hd) treatment. The fst stated that during the patient's treatment, it was found the uf removal was low. The fst confirmed the patient completed treatment successfully and the correct amount of fluid was removed. The fst confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s pre and post treatment weights were as expected. The fst replaced valve 28 and re-calibrated the uf pump to resolve the uf removal low issue. The fst performed a uf problem identification checklist and the machine passed all tests. Following machine testing, the fst performed functional checks and confirmed the machine was operating properly. The fst confirmed that the machine is back in service without reoccurrence of the reported issue. No parts are available for return to the manufacturer for physical evaluation. Additional patient and treatment information was requested, however, not provided.